Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported migration of partial clip movement (partial detachment of the anterior leaflet). The recurrent mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a partial clip detachment that required a second clip intervention. It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted and the mr was reduced to grade 3. On (B)(6) 2023, a transesophageal echocardiogram (tee) was performed, and a partial detachment of the anterior leaflet was noted. The mr was recurrent. A second clip intervention was performed on (B)(6) 2023. One mitraclip was implanted to stabilize the partially detached clip and further reduce the mr from grade 4 to 3. There was no adverse patient sequelae. No additional information was provided.